Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery continuously. The insulin pump also alarmed motor error and failed battery test. Customer's blood glucose level was 430 mg/dl. The no delivery alarm was resolved by a complete set change. The insulin pump had a blank display. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. The insulin pump had scratches on the face of the insulin pump. The insulin pump did not alarm failed battery test after troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm or blank display noted. The insulin pump functioned properly. All operating currents are within specification. No unexpected failed battery test alarm noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing the end cap sticker.